Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-00021, 3006705815-2024-00022. It was reported that the patient was experiencing pain at the ipg site and impedance issues with both leads. Surgical intervention was undertaken during which the ipg and leads were explanted and replaced to address the issue.